Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe ongoing dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2018. An esophagogastroduodenoscopy (egd) with balloon dilation was performed. Device explant due to severe ongoing dysphagia occurred without issue on (B)(6) 2018. Device was found in the correct position/geometry. It was noted that there was "no scar [tissue] around the device". The patient "is tolerating soft foods but still has dysphagia with a regular diet" as of (B)(6) 2018.